Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation under the lifevest on back and chest. The patient's doctor recommended cortisone cream to put on the irritation. The patient reported that the irritation had gotten better.